Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed main voltage circuit card. A heating issue occurred because voltage was not supplied to the heater due to a failure in the main voltage circuit card. Main voltage circuit card was replaced. It passed all tests successfully. The evaluation found no other issues with the arcticsun performance. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Initial reporter phone number: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the water temperature of the arctic sun device equipment did not rise. Per review of wo, no patient involvement.